Manufacturer narrative:
The handpiece used in this event was returned to the manufacturer. Investigation results indicate a component failure, as well as confirmation that the bur guard has melted on to the handpiece.

Event description:
During a right molar extraction, the patient sustained a third degree burn, less than 1/2 inch in size, to the lower lip. The burn was treated with bacitracin. It is unknown if scarring is expected. The procedure was completed with other equipment.